Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, error code e226 is displayed and no image is displayed a definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue is traced to component failure. The most probable cause of error code e226, where no image was displayed, occurred due to disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported not recognized by the column, recurring problem, plugged in, unplugged several times during inspection for use involving an olympus autoclavable camera head. There was no patient involvement reported.